Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed damaged enclosure, line cord, and front cover. Cracked and leaking tank cover. Customer?s reported issue was duplicated. Liquid crystal display was damaged. The root cause of the reported issue was determined to have been caused by a faulty printed circuit board. Actions taken to mitigate the reported issue: replaced printed circuit board. D4: UDI information is unknown. Report source is unknown.

Event description:
It was reported that liquid crystal display is blank. No patient injury reported.